Event description:
It was reported that pump displayed malfunction alarm and customer could not access pump functions, with no blood glucose value information provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return to distributor, and replacement pump was provided while original pump was scheduled to be returned for evaluation.